Event description:
Report received of an independent rate change. At 1915, the device was programmed to deliver an unspecified concentration of natrecor at a rate of 6.8ml/hr with a volume to be infused (vtbi) of 150ml and the delivery was started. After an unspecified length of time, the device alarmed vtbi complete and the nurse noted that "100ml of the bag had infused in the patient and the rate on the device displayed 100ml. The nurse clamped the tubing and the device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required.